Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working properly and may have under deliver the insulin. The customer reported that she get constantly high and the insulin pump has an absence of no delivery alarm. The customer stated that she experienced high blood glucose levels of 14.0 mmol/l and then her blood glucose dropped to 3.8 mmol/l. The customer was advised to that the insulin pump will be replaced. Product is not expected to return for analysis.